Event description:
The patient reported that they had debilitating pain along catheter pathway since (B)(6) 2015. The patient was having pain where the catheter insertion site and gets hypersensitivity that follows the path over the patient¿s abdomen. Per the patient at first the healthcare provider thought it was shingles that hadn¿t broken out. The patient stated its a horrible pain where they did the catheter incision; and severe hypersensitivity that even the lightest touch of a feather will cause severe spasms where the catheter pathway is located. The patient stated they went to the ER and they thought it was shingles that weren¿t broken out and the patient got a prescription for acyclovir (10 day routine). Per the patent it came back and hurt again and described the pain is on the left side where catheter pathway is. The patient stated they just had it again over the left area and was originally in the skin of their back and extended around to their side but the last time it was the worse it had ever been and extended all the way to the lateral side of their abdomen. Per the patient it was debilitating when it gets to its full effect. The patient had pre-existing conditions of nerve damage, radiculopathy etc., that the healthcare provider thinks might be the patient¿s current issues and the patient disagrees. The pump was used to deliver morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).